Event description:
The customer reported hearing a crackling sound while performing an operational check.

Manufacturer narrative:
The customer reported hearing a crackling sound while performing an operational check. The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the high voltage capacitor resolved the reported issue.